Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and one of the splines of the pentaray nav high-density mapping eco catheter detached. It was reported that while mapping the left atrium, one of the splines got stuck in a prosthetic mitral valve momentarily. They were able to free the spline and then continue and subsequently complete the procedure without further issue. There were no patient consequences. The event was assessed as not MDR reportable for a medical device entrapment no excessive manipulation required. The device was removed without surgical intervention, or without using a different device. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. Additional information was received on the event on 02-mar-2022: the physician approached the prosthetic valve which was marked using intracardiac echocardiography (ice) and then pulled the pentaray nav high-density mapping eco catheter out of the body quickly. The bwi representative was not aware of the pentaray nav high-density mapping eco catheter being stuck or jammed until a nurse brought it to their attention later that night after they got home. The bwi representative was unsure if the knob/piston was unable to be turned and/or pushed up and down because they were not notified of event until after they were home. There was damage found post use. There did not seem to be an issue removing the catheter as the bwi representative did not know it was stuck. The physician pulled the pentaray nav high-density mapping eco catheter out of the body and reinserted the ablation catheter. One of the splines was sheared off of the catheter. Additional information was received on the event on 13-apr-2022. No surgical intervention was performed to remove the missing spline. Per the bwi representative¿s knowledge, there is no piece of the device still inside of the patient. They did know that the pentaray nav high-density mapping eco catheter was stuck momentarily until they received a text from the lab staff asking to call in the pentaray nav high-density mapping eco catheter since a new one was requested during the case. Nor did they hear this part either during the case or notice the physician plugging up a new pentaray catheter. Only one transeptal puncture was performed. Therefore, swapping out between ablation and a new pentaray catheter went unnoticed. Additional information was received on the event on 14-april-22. The bwi representative recalls that he was told that the spline was partially detached from the catheter when it was removed from the body. The physician removed the partially detached spline from the catheter and that¿s maybe why he used the word sheared off. He also states that he was told by another clinical account specialist who spoke to the doctor that the spline was not sheared off but damaged by the valve. The additional information on 02-mar-2022 stating that one of the splines was sheared off of the catheter was assessed as MDR reportable for a ¿tip fully separated¿ issue. The awareness date of this reportable issue is 02-mar-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 31-may-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and one of the splines of the pentaray nav high-density mapping eco catheter detached. It was reported that while mapping the left atrium, one of the splines got stuck in a prosthetic mitral valve momentarily. They were able to free the spline and then continue and subsequently complete the procedure without further issue. There were no patient consequences. Additional information was received on the event. There was damage found post use. There did not seem to be an issue removing the catheter as the bwi representative did not know it was stuck. The physician pulled the pentaray nav high-density mapping eco catheter out of the body and reinserted the ablation catheter. One of the splines was sheared off of the catheter. No surgical intervention was performed to remove the missing spline. Per the bwi representative¿s knowledge, there is no piece of the device still inside of the patient. The bwi representative recalls that he was told that the spline was partially detached from the catheter when it was removed from the body. The physician removed the partially detached spline from the catheter and that¿s maybe why he used the word sheared off. He also states that he was told by another clinical account specialist who spoke to the doctor that the spline was not sheared off but damaged by the valve. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that a spline was detached on the pentaray nav eco catheter and internal components exposed. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. Per pentaray¿ IFU ¿ the usage of the product is contraindicated in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is an active systemic infection. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).